Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer septal occluder was chosen for implant. During deployment, the device had a cobra deformation and it was also reported there was contact with the upper left atrium. It was reported the patient had a small left atrium and that there were difficulties in expanding the device. A decision was made to replace the device with a second unknown 28mm occluder that was implanted successfully with no adverse patient consequences. It was reported the deformed device was never released from the delivery cable while inside the patient. There was no angulation/kink noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure and their status was reported as stable. There was no clinically significant delay in the procedure due to this event.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and an unknown delivery system was used. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.